Manufacturer narrative:
Approximate age of device- 2 days. It is unknown if or when the lvad was explanted from the patient after expiration. The device is expected to be returned for evaluation. The device has not yet been received. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2019. It was that the patient suffered a stroke on (B)(6) 2019 and expired on (B)(6) 2019. No additional information was provided.

Manufacturer narrative:
Correction additional information manufacturer's investigation conclusion: a direct correlation between the device and the reported stroke and subsequent patient outcome could not be determined through this evaluation. It was reported that the patient suffered a stroke on (B)(6) 2019 (post-implant day 1) and expired due to the stroke on (B)(6) 2019. Multiple attempts to obtain additional information regarding the event as well as requests for return of the pump were issued to the customer; however, no additional information was provided and the device has not been returned to date. The complaint file will be closed accordingly. The heartmate 3 lvas lists stroke and death as adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. No further information was provided. The manufacturer is closing the file on this event.